Event description:
Technician alleged that the hi/low was drifting down on this bed. No pt impact.

Manufacturer narrative:
The technician replaced the hi/low drive screw and ball assembly to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.